Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys ft4 ii assay (ft4) and elecsys ft3 iii (ft3). Of the mentioned assays, the sample had an erroneous result for ft4. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted as 2.01 ng/dl when tested on a roche analyzer. The sample was repeated on an abbott analyzer and the result was 1.38 ng/dl. The patient was not adversely affected. The serial number and model of the used roche analyzer were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. An assay interfering factor may be present in the sample that either affects the ft4 assay from abbott diagnostics or the ft4 assay from roche diagnostics. Further investigation was not possible. A general reagent issue can most likely be excluded.